Event description:
During review of internal programming history it was noted that on (B)(6) 2008, the device was interrogated, a system diagnostic was performed and resulted in "fault" communication; a final interrogation was not performed. On (B)(6) 2009, the first interrogation since the fault the patient's settings was 1/20/500/30/60 which is indicative of faulted diagnostic test. The device settings were not corrected prior to the patient leaving the visit on (B)(6) 2008,. At the office visit on (B)(6) 2009, the patient's settings were corrected back to their intended therapy.

Manufacturer narrative:
Analysis of programming history.